Event description:
It was reported that a patient underwent a sling procedure in 2009. Post-operatively, at approxim 5 weeks later, the patient developed a urinary tract infection. The patient was treated with gentamycin, and the event is listed as resolved as of 3 weeks later.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.